Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photo was provided and reviewed. The first shows one maxcore device in the open packaging. Along with the device product labelling information was seen, which was verifies with tw details. The second photo shows that the one maxcore device in downwards. The third photo shows that the one maxcore device in downwards. Along with the device product labelling information. No other visual anomalies are observed. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the outer cannula could not be fired. It was further reported that the firing button became partially stuck but could still be pressed. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.